Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain") and craniocerebral injury ("neurological conditions or problems type: brain shocks daily") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included ventricular septal defect. Concurrent conditions included dizzy, diarrhea, heat intolerance, polydipsia, polyphagia, food allergy, joint swelling, fever, night sweats, chest pain, claudication, gait disturbance, environmental allergy, tendency to bruise easily, sleep disorder, eye discharge, muscle weakness, swelling abdomen, postnasal drip, dysfunctional uterine bleeding and osteoarthritis. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, 20 days after insertion of essure, the patient experienced nausea ("nausea"). In november 2012, the patient experienced gluten sensitivity ("autoimmune disorder type of disorder: gluten intolerance") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2013, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and weight increased ("weight gain"). In february 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In march 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In january 2014, the patient experienced alopecia ("alopiecia"). In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In may 2014, the patient experienced rash ("rashes or skin conditions type: rashes") and visual impairment ("vision/eye problems type: eyesight worsened"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In july 2014, the patient experienced craniocerebral injury (seriousness criterion medically significant) and palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), breast pain ("pain statrted at the base of my right breast and radiates to nipple .its a sharp pain"), swelling ("swelling"), back disorder ("back lock up"), allergy to metals ("allergic to metals"), lactose intolerance ("lactose intolerance"), anxiety ("anxiety"), pain ("full body pain"), abdominal pain ("abdominal pain") and dysuria ("burning with urination"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, breast pain, swelling, back disorder, allergy to metals, female sexual dysfunction, depression, gluten sensitivity, lactose intolerance, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, anxiety, pain, abdominal pain and dysuria outcome was unknown, the craniocerebral injury, vaginal haemorrhage, menorrhagia, migraine, palpitations, dyspareunia and vaginal discharge had resolved and the visual impairment was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back disorder, breast pain, craniocerebral injury, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gluten sensitivity, headache, hypersensitivity, lactose intolerance, menorrhagia, migraine, nausea, pain, palpitations, pelvic pain, rash, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: this cross referenced with case number : 2016-214958. Current weight 200 lbs the uterus, cervix, bilateral fallopian tubes and ovaries weighed in total 175 g diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Ultrasound pelvis - on (B)(6) 2014: bilateral fallopian tube occlusion concerning the injuries reported in this case, the following one/ ones were described in patient¿ s medical record pelvic pain, abdominal pain, anxiety, fatigue , vaginal discharge, gait disturbance, dysmenorrhea, anxiety, depression, heartbeat/palpitations, rash most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " brain shocks daily, abnormal bleeding (vaginal, menorrhagia), nickel allergy, apareunia depression, gluten intolerance, lactose intolerance ,rashes, migraines / headaches, heart palpitations, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, eyesight worsened, fatigue, weight gain, hair loss , anxiety, she did not undergo essure confirmation test" are added. Patient, reporter, product information are added. Concomitant condition are added. Outcome of events " heart palpitation, brain shock, migraines, pain after sex, bledding and discharge" are recovered and eyesight its recovering. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), abdominal distension ("bloating") and breast pain ("pain statrted at the base of my right breast and radiates to nipple .its a sharp pain "). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension and breast pain outcome was unknown. The reporter considered abdominal distension, breast pain, hypersensitivity and pelvic pain to be related to essure. The reporter commented: this cross referenced with case number : (B)(4). Most recent follow-up information incorporated above includes: on 4-dec-2017: medical recored received. Event breast pain added. Patient & reporter information updated. Reporter causality comment updated.. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain") and craniocerebral injury ("neurological conditions or problems type: brain shocks daily") in a 38-year-old female patient who had essure (batch no. A14880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ventricular septal defect. Concurrent conditions included dizzy, diarrhea, heat intolerance, polydipsia, polyphagia, food allergy, joint swelling, fever, night sweats, chest pain, claudication, gait disturbance, environmental allergy, tendency to bruise easily, sleep disorder, eye discharge, muscle weakness, swelling abdomen, postnasal drip, dysfunctional uterine bleeding, osteoarthritis, obesity and discomfort. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced nausea ("nausea"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced gluten sensitivity ("autoimmune disorder type of disorder: gluten intolerance") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("alopiecia"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rashes") and visual impairment ("vision/eye problems type: eyesight worsened"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced craniocerebral injury (seriousness criterion medically significant) and palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), breast pain ("pain statrted at the base of my right breast and radiates to nipple .its a sharp pain"), swelling ("swelling"), back disorder ("back lock up"), allergy to metals ("allergic to metals"), lactose intolerance ("lactose intolerance"), anxiety ("anxiety"), pain ("full body pain"), abdominal pain ("abdominal pain") and dysuria ("burning with urination"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, breast pain, swelling, back disorder, allergy to metals, female sexual dysfunction, depression, gluten sensitivity, lactose intolerance, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, anxiety, pain, abdominal pain and dysuria outcome was unknown, the craniocerebral injury, vaginal haemorrhage, menorrhagia, migraine, palpitations, dyspareunia and vaginal discharge had resolved and the visual impairment was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back disorder, breast pain, craniocerebral injury, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gluten sensitivity, headache, hypersensitivity, lactose intolerance, menorrhagia, migraine, nausea, pain, palpitations, pelvic pain, rash, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: this cross referenced with case number :(B)(4). Current weight 200 lbs. The uterus, cervix, bilateral fallopian tubes and ovaries weighed in total 175 g. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: results: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ ones were described in patient¿ s medical record pelvic pain, abdominal pain, anxiety, fatigue , vaginal discharge, gait disturbance, dysmenorrhea, anxiety, depression, heartbeat/palpitations, rash most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received. Lot number added. Concomitant medication and condition added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), breast pain ("pain statrted at the base of my right breast and radiates to nipple .its a sharp pain"), swelling ("swelling") and back disorder ("back lock up"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, breast pain, swelling and back disorder outcome was unknown. The reporter considered abdominal distension, back disorder, breast pain, hypersensitivity, pelvic pain and swelling to be related to essure. The reporter commented: this cross referenced with case number : (B)(4). Most recent follow-up information incorporated above includes: on 21-may-2018: social media received. Swelling and back lock up added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain") and craniocerebral injury ("neurological conditions or problems type: brain shocks daily") in a 38-year-old female patient who had essure (batch no. A14880- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ventricular septal defect. Concurrent conditions included dizzy, diarrhea, heat intolerance, polydipsia, polyphagia, food allergy, joint swelling, fever, night sweats, chest pain, claudication, gait disturbance, environmental allergy, tendency to bruise easily, sleep disorder, eye discharge, muscle weakness, swelling abdomen, postnasal drip, dysfunctional uterine bleeding, osteoarthritis, obesity and discomfort. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced nausea ("nausea"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced gluten sensitivity ("autoimmune disorder type of disorder: gluten intolerance") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("alopiecia"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rashes") and visual impairment ("vision/eye problems type: eyesight worsened"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced craniocerebral injury (seriousness criterion medically significant) and palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("bloating"), breast pain ("pain statrted at the base of my right breast and radiates to nipple .its a sharp pain"), swelling ("swelling"), back disorder ("back lock up"), allergy to metals ("allergic to metals"), lactose intolerance ("lactose intolerance"), anxiety ("anxiety"), pain ("full body pain"), abdominal pain ("abdominal pain") and dysuria ("burning with urination"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, breast pain, swelling, back disorder, allergy to metals, female sexual dysfunction, depression, gluten sensitivity, lactose intolerance, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, anxiety, pain, abdominal pain and dysuria outcome was unknown, the craniocerebral injury, vaginal haemorrhage, menorrhagia, migraine, palpitations, dyspareunia and vaginal discharge had resolved and the visual impairment was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back disorder, breast pain, craniocerebral injury, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gluten sensitivity, headache, hypersensitivity, lactose intolerance, menorrhagia, migraine, nausea, pain, palpitations, pelvic pain, rash, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: this cross referenced with case number : (B)(4) . Current weight 200 lbs. The uterus, cervix, bilateral fallopian tubes and ovaries weighed in total 175 g. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: results: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿ s medical record pelvic pain, abdominal pain, anxiety, fatigue , vaginal discharge, gait disturbance, dysmenorrhea, anxiety, depression, heartbeat/palpitations, rash. Most recent follow-up information incorporated above includes: on (B)(6) 2019: ¿update of information (batch is invalid)¿ incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') and craniocerebral injury ('neurological conditions or problems type: brain shocks daily') in a 38-year-old female patient who had essure (batch no. A14880-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ventricular septal defect. Concurrent conditions included dizzy, diarrhea, heat intolerance, polydipsia, polyphagia, food allergy, joint swelling, fever, night sweats, chest pain, claudication, gait disturbance, environmental allergy, tendency to bruise easily, sleep disorder, eye discharge, muscle weakness, swelling abdomen, postnasal drip, dysfunctional uterine bleeding, osteoarthritis, obesity and discomfort. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced fatigue ("fatigue"). On (B)(6)2012, the patient experienced nausea ("nausea"), 20 days after insertion of essure. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), gluten sensitivity ("autoimmune disorder type of disorder: gluten intolerance"), lactose intolerance ("lactose intolerance") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2013, the patient experienced migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6)2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2014, the patient experienced alopecia ("alopiecia"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient experienced rash ("rashes or skin conditions type: rashes") and visual impairment ("vision/eye problems type: eyesight worsened"). On (B)(6)2014, the patient experienced allergy to metals ("allergic to metals") and vaginal discharge ("vaginal discharge"). In (B)(6)2014, the patient experienced craniocerebral injury (seriousness criterion medically significant) and palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("bloating/ my swelly belly"), breast pain ("pain statrted at the base of my right breast and radiates to nipple .its a sharp pain"), swelling ("swelling"), back disorder ("back lock up"), pain ("full body pain"), abdominal pain ("abdominal pain"), dysuria ("burning with urination"), dyspnoea ("shortness of breath"), asthenia ("weakness"), food allergy ("food allergy"), insomnia ("insomnia"), feeling abnormal ("brain fog"), dizziness ("dizzy spells"), inflammation ("inflammation"), irritability ("irritability"), malaise ("sick"), pyrexia ("fever"), crying ("crying"), diarrhoea ("diarrhea"), chest pain ("chest pain"), pain in extremity ("leg pain"), nephrolithiasis ("kidney stone"), adenomyosis ("adenomyosis"), scar ("scars"), menopause ("menopause"), mood swings ("mood swing") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery ((B)(6)2014 (hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, breast pain, swelling, back disorder, allergy to metals, female sexual dysfunction, depression, gluten sensitivity, lactose intolerance, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, anxiety, pain, abdominal pain, dysuria, dyspnoea, asthenia, food allergy, insomnia, feeling abnormal, dizziness, inflammation, irritability, malaise, pyrexia, crying, diarrhoea, chest pain, pain in extremity, nephrolithiasis, adenomyosis, scar, menopause, mood swings and musculoskeletal pain outcome was unknown, the craniocerebral injury, vaginal haemorrhage, menorrhagia, migraine, palpitations, dyspareunia and vaginal discharge had resolved and the visual impairment was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, asthenia, back disorder, breast pain, chest pain, craniocerebral injury, crying, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, feeling abnormal, female sexual dysfunction, food allergy, gluten sensitivity, headache, hypersensitivity, inflammation, insomnia, irritability, lactose intolerance, malaise, menopause, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, nephrolithiasis, pain, pain in extremity, palpitations, pelvic pain, pyrexia, rash, scar, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: this cross referenced with case number : 2016-214958. Current weight 200 lbs the uterus, cervix, bilateral fallopian tubes and ovaries weighed in total 175 g. I have (B)(4) symptoms. Could be more if I have anything growing in my lady parts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Ultrasound pelvis - on (B)(6)2014: results: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿ s medical record pelvic pain, abdominal pain, anxiety, fatigue , vaginal discharge, gait disturbance, dysmenorrhea, anxiety, depression, heartbeat/palpitations, rash. Concerning the injuries reported in this case, the following ones were described in patient¿ s social medical record: shortness of breath, weakness, food allergy, insomnia, brain fog, dizzy spells, inflammation, irritability, sick, fever, crying, diarrhea, chest pain, leg pain, kidney stone, adenomyosis, scars, menopause, mood swing, shoulder pain. Most recent follow-up information incorporated above includes: on 16-jan-2020: plaintiff fact sheet and social media was received. Event added- shortness of breath, weakness, food allergy, insomnia, brain fog, dizzy spells, inflammation, irritability, sick, fever, crying, diarrhea, chest pain, leg pain, kidney stone, adenomyosis, scars, menopause, mood swing, shoulder pain. Events onset date were added. On 15-jan-2020: social media was received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') and craniocerebral injury ('neurological conditions or problems type: brain shocks daily') in a 38-year-old female patient who had essure (batch no. A14880-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ventricular septal defect. Concurrent conditions included dizzy, diarrhea, heat intolerance, polydipsia, polyphagia, food allergy, joint swelling, fever, night sweats, chest pain, claudication, gait disturbance, environmental allergy, tendency to bruise easily, sleep disorder, eye discharge, muscle weakness, swelling abdomen, postnasal drip, dysfunctional uterine bleeding, osteoarthritis, obesity and discomfort. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced nausea ("nausea"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), gluten sensitivity ("autoimmune disorder type of disorder: gluten intolerance"), lactose intolerance ("lactose intolerance") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("alopecia"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rashes") and visual impairment ("vision/eye problems type: eyesight worsened"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic to metals") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced craniocerebral injury (seriousness criterion medically significant) and palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("bloating/ my swollen belly"), breast pain ("pain started at the base of my right breast and radiates to nipple .its a sharp pain"), swelling ("swelling"), back disorder ("back lock up"), pain ("full body pain"), abdominal pain ("abdominal pain"), dysuria ("burning with urination"), dyspnoea ("shortness of breath"), asthenia ("weakness"), food allergy ("food allergy"), insomnia ("insomnia"), feeling abnormal ("brain fog"), dizziness ("dizzy spells"), inflammation ("inflammation"), irritability ("irritability"), malaise ("sick"), pyrexia ("fever"), crying ("crying"), diarrhoea ("diarrhea"), chest pain ("chest pain"), pain in extremity ("leg pain"), nephrolithiasis ("kidney stone"), adenomyosis ("adenomyosis"), scar ("scars"), menopause ("menopause"), mood swings ("mood swing"), musculoskeletal pain ("shoulder pain") and anger ("have a short fuse"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy with bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, breast pain, swelling, back disorder, allergy to metals, female sexual dysfunction, depression, gluten sensitivity, lactose intolerance, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, anxiety, pain, abdominal pain, dysuria, dyspnoea, asthenia, food allergy, insomnia, feeling abnormal, dizziness, inflammation, irritability, malaise, pyrexia, crying, diarrhoea, chest pain, pain in extremity, nephrolithiasis, adenomyosis, scar, menopause, mood swings and musculoskeletal pain outcome was unknown, the craniocerebral injury, vaginal haemorrhage, menorrhagia, migraine, palpitations, dyspareunia and vaginal discharge had resolved and the visual impairment was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anger, anxiety, asthenia, back disorder, breast pain, chest pain, craniocerebral injury, crying, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, feeling abnormal, female sexual dysfunction, food allergy, gluten sensitivity, headache, hypersensitivity, inflammation, insomnia, irritability, lactose intolerance, malaise, menopause, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, nephrolithiasis, pain, pain in extremity, palpitations, pelvic pain, pyrexia, rash, scar, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: this cross referenced with case number : (B)(4). Current weight 200 lbs. The uterus, cervix, bilateral fallopian tubes and ovaries weighed in total 175 g. I have 56 symptoms. Could be more if I have anything growing in my lady parts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: results: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿ s medical record pelvic pain, abdominal pain, anxiety, fatigue , vaginal discharge, gait disturbance, dysmenorrhea, anxiety, depression, heartbeat/palpitations, rash. Concerning the injuries reported in this case, the following ones were described in patient¿ s social medical record: shortness of breath, weakness, food allergy, insomnia, brain fog, dizzy spells, inflammation, irritability, sick, fever, crying, diarrhea, chest pain, leg pain, kidney stone, adenomyosis, scars, menopause, mood swing, shoulder pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') and craniocerebral injury ('neurological conditions or problems type: brain shocks daily') in a 38-year-old female patient who had essure (batch no. A14880-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ventricular septal defect. Concurrent conditions included dizzy, diarrhea, heat intolerance, polydipsia, polyphagia, food allergy, joint swelling, fever, night sweats, chest pain, claudication, gait disturbance, environmental allergy, tendency to bruise easily, sleep disorder, eye discharge, muscle weakness, swelling abdomen, postnasal drip, dysfunctional uterine bleeding, osteoarthritis, obesity and discomfort. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced nausea ("nausea"), 20 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), gluten sensitivity ("autoimmune disorder type of disorder: gluten intolerance"), lactose intolerance ("lactose intolerance") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("alopiecia"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rashes") and visual impairment ("vision/eye problems type: eyesight worsened"). On (B)(6) 2014, the patient experienced allergy to metals ("allergic to metals") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced craniocerebral injury (seriousness criterion medically significant) and palpitations ("blood or heart disorder/condition type: heart palpitations"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"), abdominal distension ("bloating/ my swelly belly"), breast pain ("pain statrted at the base of my right breast and radiates to nipple .its a sharp pain"), swelling ("swelling"), back disorder ("back lock up"), pain ("full body pain"), abdominal pain ("abdominal pain"), dysuria ("burning with urination"), dyspnoea ("shortness of breath"), asthenia ("weakness"), food allergy ("food allergy"), insomnia ("insomnia"), feeling abnormal ("brain fog"), dizziness ("dizzy spells"), inflammation ("inflammation"), irritability ("irritability"), malaise ("sick"), pyrexia ("fever"), crying ("crying"), diarrhoea ("diarrhea"), chest pain ("chest pain"), pain in extremity ("leg pain"), nephrolithiasis ("kidney stone"), adenomyosis ("adenomyosis"), scar ("scars"), menopause ("menopause"), mood swings ("mood swing"), musculoskeletal pain ("shoulder pain") and anger ("have a short fuse"). The patient was treated with surgery ((B)(6) 2014 (hysterectomy with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, breast pain, swelling, back disorder, allergy to metals, female sexual dysfunction, depression, gluten sensitivity, lactose intolerance, headache, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, anxiety, pain, abdominal pain, dysuria, dyspnoea, asthenia, food allergy, insomnia, feeling abnormal, dizziness, inflammation, irritability, malaise, pyrexia, crying, diarrhoea, chest pain, pain in extremity, nephrolithiasis, adenomyosis, scar, menopause, mood swings and musculoskeletal pain outcome was unknown, the craniocerebral injury, vaginal haemorrhage, menorrhagia, migraine, palpitations, dyspareunia and vaginal discharge had resolved and the visual impairment was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, alopecia, anger, anxiety, asthenia, back disorder, breast pain, chest pain, craniocerebral injury, crying, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, dysuria, fatigue, feeling abnormal, female sexual dysfunction, food allergy, gluten sensitivity, headache, hypersensitivity, inflammation, insomnia, irritability, lactose intolerance, malaise, menopause, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, nephrolithiasis, pain, pain in extremity, palpitations, pelvic pain, pyrexia, rash, scar, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: this cross referenced with case number : 2016-214958. Current weight 200 lbs. The uterus, cervix, bilateral fallopian tubes and ovaries weighed in total 175 g. I have 56 symptoms. Could be more if I have anything growing in my lady parts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Ultrasound pelvis - on 29-jul-2014: results: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿ s medical record pelvic pain, abdominal pain, anxiety, fatigue , vaginal discharge, gait disturbance, dysmenorrhea, anxiety, depression, heartbeat/palpitations, rash. Concerning the injuries reported in this case, the following ones were described in patient¿ s social medical record: shortness of breath, weakness, food allergy, insomnia, brain fog, dizzy spells, inflammation, irritability, sick, fever, crying, diarrhea, chest pain, leg pain, kidney stone, adenomyosis, scars, menopause, mood swing, shoulder pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event "have a short fuse / gets angry easily" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hypersensitivity and abdominal distension outcome was unknown. The reporter considered abdominal distension, hypersensitivity and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.